Event description:
An overinfusion occurred in which 51.8 ml were delivered in 17 hours. The device contained 50ml of ropivacaine hcl, 1ml of droperidol, 0.8ml of mepivacaine hcl and normal saline for a total fill volume of 51.8ml. According to baxter no patient injury resulted.